Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: it was reported that the sheath tip was caught on the access route and only the inner cannula was advanced resulting in deployment of half of the proximal top stent. A photo provided confirmed a small part of the top stent had deployed, but as no imaging of the patient/procedure was provided, it would be inappropriate to speculate at what may or may not have caught the sheath and the exact reason for the advancement difficulties encountered cannot be determined. IFU, implant procedure: to activate the hydrophilic coating on the outside of the flexor introducer sheath, the surface must be wiped with sterile gauze pads soaked in saline solution. Always keep the sheath hydrated for optimal performance. Do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels. Take care not to advance the sheath while the stent graft is still within it. Advancing the sheath at this stage may cause the barbs to perforate the introducer sheath. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2018, a 60-year-old male patient underwent tevar by right approach for the remaining dissecting aortic aneurysm after replacement of the ascending aorta with blood vessel prosthesis. The approaching side was decided to be right because the diameter of the access route was as follows: right 8mm, left 7.5mm. Since the patient had a breathing problem, the procedure was conducted under local anesthesia rather than general anesthesia. The patient was judged to be suitable for the procedure. Right approach was gained not with a cutdown technique but by puncture approach due to local anesthesia. The access route was dilated gradually with using dilators in the following order; 10 -> 12 - > 14 - > 16 - > 18fr. The delivery system of the complaint device was inserted after the dilation though, the physician encountered an advancement difficulty with strong resistance. The access route was checked under a fluoroscopic guidance, then the physician noted that the sheath tip was caught on the access route and only the inner cannula was advanced resulting in deployment of a half of the proximal tip stent. Since it would be risky to continue to use the device, the device was removed from the patient. The device was replaced with a f30mm device, zta-p-30-201-w1/ lot# e3731300, then the stent of the zta-p-30-201-w1 could be placed in the target site. Though type ia endoleak was confirmed, it was resolved by ballooning and the procedure was finished. Additional information received 20jun2018: most of the delivery system was outside the patient. It was only when the radiopaque marker on the sheath tip was advanced into the patient body that the events occurred". Patient outcome: there have been no adverse effects to the patient reported.